Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was feeling uncomfortable stimulation. The patient reported a sudden strong stimulation sensation in the left vaginal area since implant on (B)(6) 2017. Patient stated that they decreased stimulation to 2.5 on (B)(6) 2017. Patient reported that they could still feel stimulation but it was more comfortable. It was confirmed that therapy was on using the patient programmer. Patient noted that they will stay at 2.5 and adjust as they feel the need to. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported their device was programmed too high so they turned down the problem. No further complications reported.